Manufacturer narrative:
On april 25, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a crease/fold on the anterior view extending to the posterior view. Additionally, a tear within the crease/fold was identified on the posterior aspect measuring approximately 0.6 cm the evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that serial number was incorrectly reported as (B)(6), under field d4 of the initial submission. It has been correctly updated to (B)(6), on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4). D4 serial number.

Manufacturer narrative:
On april 20, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast implant deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with 325cc mentor smooth round moderate profile on both sides, and experienced bilateral breast implant deflation. As a result, the patient underwent bilateral explantation and replacement with catalog number 3503420; serial number (B)(4), and catalog number 3503420; serial number (B)(4) on (B)(6) 2021. Date of implant has been updated from reported (B)(6) 2005 since manufacturing date of the reported lot number 5595254 is (B)(6) 2005 per manufacturing record evaluation (mre) completion. Supplemental report will be submitted if additional information is received. This report is for the patient¿s left-sided device.